Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/29/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch rdbbkh and no non-conformances were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: an opened box with ten packets of product code k833 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint #(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm if this occurred in this single procedure or if these occurred in another procedure? There is no additional information than what was provided. The customer was not sure if the incident was in one case or multiple. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Event related to mw#: 2210968-2021-07897, 2210968-2021-07898, 2210968-2021-07900, 2210968-2021-07901.

Event description:
It was reported that a patient underwent a bariatric procedure on an unknown date and suture was used. The needle popped off while suturing. No adverse patient consequences were reported. Additional information was requested.